Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device appeared to be intermittently undersensing on brady episode. The sensitivity was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.